Manufacturer narrative:
Additional investigation was performed by the manufacturer requiring this event to be re-evaluated for FDA reporting. It was found that the suture capture trap unloader corresponds to an accessory used to remove the suture cartridge from the suture passer after use. This unloading process is performed after the device was used, when the device is being disassembled; therefore, the event of the ratchet snapping occurred outside of the patient body. The failure is unrelated to the surgery procedure, with no potential patient impact as result. If the issue were to recur, it will not result in any patient injury. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. These reports were made based upon information that smith & nephew had not been able to verify before.

Event description:
It was reported that, during a rotator cuff repair surgery, at the end of the procedure, the suture capture trap unloader ratchet snapped. It was used a crile forceps to pry away the capture from the firstpass instrument upper jaw. It is unknown how/if the procedure was completed. It is unknown if there was a surgical delay as consequence of the alleged malfunction. As the breakage occurred outside of the patient, the patient was not injured.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a rotator cuff repair surgery, at the end of the procedure, the suture capture trap unloader ratchet snapped. It was used a crile forceps to pry away the capture from the firstpass instrument upper jaw. It is unknown how/if the procedure was completed. It is unknown if there was a surgical delay as consequence of the alleged malfunction. The patient was not stated to be injured.